Event description:
Customer reported hospitalization due to low blood glucose. Customer was found unconscious in the hospital on his way to doctor's appointment. The blood glucose reading was 69 mg/dl after glucose treatment. Customer stated that he had not been feeling well for a couple of days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.